Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect after taking the pump out of storage mode. There was no impact to customer's blood glucose level. Customer successfully adjusted time on pump.